Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were on critical override. A technical support specialist (tss) identified the site network configuration issues and validated to assist the customer in coordinating with the appropriate team. The case was closed after confirmation.

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple stations were on critical override and network down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ es server had multiple stations were on critical override and network down. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.